Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with no apparent physical damages. The technician powered on device using a test battery. The reported issue was confirmed. The root cause of the reported issue was found to be faulty electrical chassis. The technician replaced electrical chassis.

Event description:
It was reported that when the device was turned on, no alarms sounded.